Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported length too short and malposition of device cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had an unsuccessful experience with an ambicor penile prosthesis (app) in 1999, that was placed infrapubically so the tubing was not optimal for pump placement in the scrotum, given the length of the app tubing. The device would have been successful if placed correctly, however it was explanted and replaced with an inflatable penile prosthesis (ipp) ultrex that same year.